Event description:
A patient reported experiencing inaccurate high results with a ft meter. The patient's blood glucose results were 9.1 mmol versus 7.0 mmol. Test were done within 10 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.